Manufacturer narrative:
(B)(4). Batch # n9075k. The device was returned with the blade tip broken off and returned. The device was connected to a test handpiece and functionality tested on a gen11 and immediately an alert screen was displayed. The device was analyzed, and it was determined that it was likely used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, replace instrument error flashing on display. It is unknown how the procedure was completed. There were no adverse consequences for the patient.